Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented to the hospital several days after experiencing a syncopal event. Noise and loss of capture (loc) was observed upon review of episodes stored to the device and recreated ruing isometric testing. The lead was reviewed via x-ray and a fracture confirmed. A revision procedure was performed wherein the rv lead was surgically abandoned and replaced. The patient's pacemaker was also coincidentally replaced at that time due to normal battery depletion. No additional adverse patient effects were reported.